Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as high with high ketone levels; cause was not known. Customer delivered a correction bolus via pump to address bg level. The customer was hospitalized, and treated with intravenous saline and insulin fluids. Customer's release date from the hospital was unknown; however, it was reported approximately in may. Customer did not sustain any permanent damage and the adverse event was resolved.